Event description:
Alcon manufactures "clear care plus", which is a contact lens cleaning and disinfecting solution. I have purchased two versions, one 473ml per bottle, two bottles per package with 2 contact lens storage containers and the other one 355 ml per bottle, two bottles per package with 1 contact lens storage container. Each contact lens container contains a platinum disk that contains platinum metal to deactivate the hydrogen peroxide of the "clear care plus" solution. Alcon has reduced the amount of platinum in the platinum disk, to the extent as follows: 1/3 to 1/2 of the clear care plus solution still remains in 2 473ml bottles I have, yet the platinum has run out and use of the solution with the contact lens significantly stung my eyes (for each bottle I tried 1 additional night once I felt the first sting). Another 473ml bottle still has some remaining as well. All 3 bottles are still within their respective expiration dates. These bottles were all purchased from costco, inc. The 355ml bottles were purchased from cvs as an alternative and an attempt to solve the problem. Unfortunately, less than 1 bottle is used up, the platinum is out. My eyes have been stung two days again. There's another bottle left that is supposed to work. Alcon is producing defective products for profit purposes only by reducing the amount of platinum necessary for the products to work. Ref report: mw5164400.